Event description:
Boston scientific received information that this right atrial (ra) lead had sustained subclavian damage resulting in a fracture to the lead. There were no adverse patient effects reported. The lead was explanted and successfully replaced.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations of a fracture. Complete lead was returned, upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was x-rayed no fracture was identified. Visual observation noted dried body tissue entwined on the helix. Cuts were noted in the insulation at 186, 188, 330, 333 and 387, 390 millimeters from the terminal pin.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.